Manufacturer narrative:
(B)(4). The evaluation was completed by a non-medtronic service provider. Provider inspected the device and could not duplicate the alleged event. No parts were replaced. The reported complaint could not be confirmed as product was not return.

Event description:
It was reported that an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the event occurred.